Manufacturer narrative:
Additional information: h3. Device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.50/1.5/072 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens stuck in cartridge/injection system during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively. A same length replacement lens was implanted on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.